Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿your t:slim pump detected that the cartridge could not be used and all deliveries have stopped. This can be caused by over filling the cartridge (with more than 300 units of insulin).¿

Event description:
It was reported that the customer received a message stating that all deliveries stopped and that the cartridge had been filled passed the maximum. There was no impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections until they were able to load a new cartridge. The customer declined to load a new cartridge with tandem's technical support.